Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed de novo lesion in the mildly tortuous, diffusely diseased proximal left anterior descending (lad) coronary artery. Serial pre-dilatation was performed using 1.5x12mm and 2.0x12 mini trek balloon dilatation catheters (bdc) inflated to 8 atmospheres (atm). A 3.0x23 rx xience prime stent delivery system (sds) was then advanced without resistance and the stent was deployed at 10 atm without difficulty. While withdrawing the sds from the deployed stent without difficulty, imaging revealed a dissection at the distal end. The dissection was treated via deployment of a 3.5x18 xience pro stent with very good results, timi flow iii, and no residual stenosis. There was no adverse patient sequelae. There was no occurrence of a clinically significant delay. No additional information was provided.